Event description:
Ventilator was sent to the biomed dept with note on it "vent does not cycle". Biomed said that front panel settings, at the time of the reported incident are uknown. The biomed said that there were no pt injuries. It is not known if a pt was involved. Additional info requested but not returned as yet.